Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. The gender of the baseline characteristics is female and the baseline age is 14 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: capture management efficacy in children and young adults with endocardial and unipolar epicardial systems. Europace 2004;6:248-255.

Event description:
A journal article was reviewed which contained information regarding implantable pulse generator (ipg) ventricular capture management (vcm) performance. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports patients experienced occasional aborted tests due to high intrinsic rates, chronic evoked response to undersensing, and low chronaxie measurements due to fusion oversensing. The status of the devices is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.